Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction with itching, redness and pimples on the needle puncture site. The patient consulted an health care professional and the reaction was treated with a prescription of an oral antibiotic (cefurox). At the time of the report, the patient as doing fine. No additional patient or event information is available.